Event description:
Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, healthcare professional reported "probable multiple needle sticks". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. One opening on anterior side assessed as surgical damage. Red particles in device outer surface are observed. Yellow particles in device outer surface are observed. Nick is observed assessed as surgical tool scratch like. One opening in valve side assessed as cracked valve seat diaphragm valve. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.